Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and not opening at all. A field service engineer stated that customer verified the issue was resolved. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. The customer stated that there was a delay of around an hour of medication. There were no adverse events or injuries reported based on this event.